Event description:
It was reported the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a critical ram parity error recorded on (B)(6) 2011 in address "(B)(4)". Power on reset (por) severity is considered low as device should be able to fully recover after reset. Radiation treatment was not coincident with event.